Event description:
It was reported that a right atrial (ra) leadless pacemaker (lp) exhibited premature depletion of battery compared to the patient's similarly programmed right ventricular (rv) device. No intervention was performed. Patient was stable with no consequences.

Manufacturer narrative:
The reported complaint of ¿low¿ leadless pacemaker longevity estimate was not confirmed. The leadless pacemaker longevity estimate of 6.4 years as provided by the aveir programmer software was correct based on the leadless pacemaker¿s parameter settings, diagnostics, etc. The aveir system appears to be performing per design.